Event description:
Outflows not working- outflows randomly not sucking. Customer observed that roller was not working.

Manufacturer narrative:
The complaint is not confirmed. It was observed during the evaluation that the inflow motor is noisy. One bumper and four power cables are missing.